Event description:
The following has been reported: biomed reported: "ssm health sluh. No patient harm. Submitting a tubing and pump complaint. Pump with serial # (B)(6) does not read cassettes when loaded (regardless of multiple attempts with new tubing sets). Customer can confirm that when they load that same set on a different pump it is read and can get the pump to infuse. A preliminary review identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.